Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone and informed the reported malfunction. Customer will swap maj-1933 and maj-1941 cables after reseating. Next swapping the clv-190. If the maj-1933 and maj-1941 cables do not resolve the issue he will send the cv-190 in for service. Customer was not in front of equipment at time of call. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the no image. The issue was found during maintenance of the device. There was no patient involvement.